Event description:
A malfunction alarm was reported with code malf 12. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and no issues recurred after the reset. Customer was advised to continue using the pump and to reach out if the malfunction code reappears, which the customer understood.